Manufacturer narrative:
(B)(4). Additional information received: during the master class the doctor used echelon flex, he flashed the reload completely, but couldn¿t open the device. It seemed stuck, in spite of the actions had been carried out for the opening. The device hadn¿t been used on the patient. To continue the second echelon flex was used.

Event description:
It was reported that during an unknown procedure, the surgeon could sew the reload completely, but could not open the device after a full cycle stitching. Tried to open it, but something broke off inside (the device was stuck). It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon could sew the reload completely, do you mean fired completely (plastic to plastic)? Did the device eventually open? If the device did not eventually open, how was the device removed from the tissue? How was the case completed? Due to official weekends until (B)(6), we have no possibility to answer to your question.